Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery, the tip, stub and handle of the device broke off while screwing in. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information was provided. (B)(6) 2023. It was reported that during a knee surgery, the handle of the device broke off while screwing in. The surgeon stated that this might have been related to the blunt tip. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information was provided.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was confirmed. One unpacked ar-2386-09 serial/batch number (B)(6) was received for investigation. Visual inspection found that the cutter cap was detached from the cutter rod. It was also noted that one of the legs of the black plastic was broken off. No functional testing was performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces used when turning the harvester.